Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a feeding tube replacement procedure on (B)(6) 2020. According to the complainant, on (B)(6), 2020, patient was hospitalized due to reflux of stomach contents and nutrients that occurred. The physician attributes the reflux to the malfunction of the device. The device was replaced with a new endovive one step button.

Manufacturer narrative:
Block h6 (device codes): problem code 2978 captures the reportable event of blockage in the button causing the reflux of stomach contents. Block h10: a visual examination of the revealed that there is no visual damage on the complaint device. The obturator was inserted inside the device and no issues were found. Based on the information available and the analysis performed, the unit returned did not show evidence of either the alleged issue or any defect that could have contributed to the event reported, therefore, it was concluded that the investigation conclusion code of this event will be documented as no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the directions for use (dfu).

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a feeding tube replacement procedure on (B)(6), 2020. According to the complainant, on (B)(6), 2020, patient was hospitalized due to reflux of stomach contents and nutrients that occurred. The physician attributes the reflux to the malfunction of the device. The device was replaced with a new endovive one step button.